Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer experienced the malfunction multiple times with the same pump. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.